Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the allergic reaction. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115: infusion site checks; at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported bleeding and oozing when changing the pod. She took the patient to the dermatologist and was diagnosed with an allergic reaction to the adhesive. The patient was first prescribed fluticasone, but it did not work well, so she was prescribed another antibiotic/steroid cream (exact name of the medication was unknown) that she can use every time, or when needed, she removes the pods.